Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during an anterior cruciate ligament surgery the flipcutter mechanism didnt work while making the tbial notch and the surgeon was not able to flip it inside the knee. The filpcutter was pulled out of the knee intact and was replaced by new one. The surgery ended good with no damage to the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.